Manufacturer narrative:
(B)(4). The surgeon waited 10 seconds prior to firing. Was a leak test performed during the initial procedure? --no. However, as long as they were confirmed visually, the staples seemed to have been formed as intended. Did the surgeon oversew any of the staple lines? ---no. How was the major leak detected? How did the patient present? ---by waste fluid of a drain. The patient has recovered and has already been discharged from the hospital. Where was the leak? Which staple line? ---the leaked part was not able to be identified. Were staples present? If so, what the staple form look like? ---yes. But, the staple form was not able to be confirmed. Has the patient undergone any chemotherapy or radiation therapy? ---the information was not provided from the hospital. What was the condition of the tissue? ---the target tissue was normal. Did the patient have any other pre-existing conditions that would have impacted the surgical outcome? ---the information was not provided from the hospital. What was the indication for surgery? ---the information was not provided from the hospital. What is the current status of the patient? ---although the patient has recovered and has already been discharged from the hospital, the hospitalization was prolonged for unknown days.

Event description:
It was reported that after an open anterior resection of rectum, major leak occurred 4 or 5 days after the procedure. The recovery was conducted by using otsc clip through the stoma endoscopically. There were no adverse consequences to the patient. The rectum was resected with the contour and then anastomosed with the circular during the initial operation. The doctor waited about 10 seconds prior to firing after clamping the target tissue.